Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received missing battery cap contact. Broken belt clip rails, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, fading serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported email that their insulin pump was damaged. The customer did not mention any symptoms of their blood glucose levels. The customer stated the clear plastic hoop on top of the reservoir housing has become detached, the belt clip has sheared off and the battery cap has detached. A follow-up call was placed to the called and advised that the insulin pump needs to be replaced and to revert to their back up plan. The insulin pump will be returned for analysis.